Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined further troubleshooting from tandem technical support regarding the reported issue, therefore no additional information could be obtained. There was no reported adverse impact to customer's blood glucose level.